Event description:
It was reported that during attempted insertion of the iab through an introducer sheath, it became stuck and could not be advanced. Because of this, the iab was removed and replaced. There were no patient complications.